Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On or around (B)(6) 2026, the patient experienced hyperglycemia; however, no specific symptoms were reported. The time interval between the occurrence of the wearable device failure and the onset of hyperglycemia is unknown. The patient contacted emergency medical services (ems), and paramedics responded to the patient¿s residence. No additional information was provided regarding assessment findings or any treatment administered at that time. At the time of reporting, the patient¿s current condition was unknown. Although additional attempts were made to obtain clarification of event details, no reply has been received. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.